Event description:
It was reported that the pt was experiencing pain at the implant site; and pt is refusing to wear external equipment. External equipment was exchanged; and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.